Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that that during device changeout after connecting the right ventricular (rv) lead to the new device the superior vena cava (svc) impedance measured "none." The lead was checked and was fully inserted into the device header. The lead was capped and replaced. No patient complications have been reported as a result of this event.